Event description:
It was reported that post spinal cord stimulation implant procedure the patient experienced muscle spasms in the left lower back. The physician suspected lead placement may have been the cause of the muscle spasm. The physician administered a muscle relaxer and the patient was doing ok. The investigators reported the relationship to procedure was reported as possible. The relationship to device stimulation was reported as possible.